Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was ranging between 400-515 mg/dl with a small level of ketones. Manual injections and the temp rate pump setting were used to address the high bg level. The customer had changed the infusion set and cartridges multiple times. As the occlusions had occurred in the past and the supplies on the pump had been changed after the most recent occlusion alarm, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.